Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their chest, stomach, chest and shoulders from the lifevest equipment. Patient described the area as itchy hives and bumps. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest. Follow up indicated that the skin irritation improved.